Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During evaluation, the device was found to not turn on, the battery voltage was found to be low, and the fuses were found to be burnt. The cause of the device not being able to turn on and the low battery was determined to be the burnt fuses. The cause of the burnt fuses was not determined. To correct the condition, the fuses and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have burnt fuses. No additional information is available.